Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to edema or swelling. Additional information indicated that the patient developed head or neck swelling consistent with svc syndrome. Ultrasound and x-ray confirmed restriction of flow in the innominate vein due to the lead. No additional adverse patient effects were reported. The ra lead was explanted.